Event description:
Approx eleven months following the placement of 5 cypher stents, the pt returned for follow up. Repeat coronary angiogrpahy revealed a stent fracture. It is unknown if there was any restenosis or if treatment was required. Initial indication for treatment is unknown. Three stents are placed in the right coronary artery with overlap. A 2.75 x 33mm stent is placed in the mid left anterior descending artery (mlad). It is unknown where the last stent is positioned. There are no lesion or vessel characteristics provided. The mlad is pre-dilated with a 2.0 x 20mm unknown balloon at 8 atms for 20 seconds. The 2.75 x 33mm stent is deployed at 14 atms for 30 seconds. It is unknown if post-dilatation was performed.